Event description:
A non healthcare professional reported that during implantation of an intraocular lens (iol) the lens had big scratches and there was patient contact. The lens was removed. The account manager reported that he believes it may be due to technique, but he's not positive. Additional information was requested. There are four medical device reports associated with this report. This report is four of four.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).